Event description:
Pt's mother reports her daughter is experiencing recurring infections with red eye. The business partner alleges that the lenses are not allowing enough oxygen through. F/u request for eye care practitioner (ecp) for details have been made with no reply to date.

Manufacturer narrative:
This is being filed as unconfirmed infection.